Event description:
It was reported by the hospital spd department: during a procedure the cable tensioner seized up and stopped functioning. It is noted that there does not appear to be any wire or cable broken off in the tensioner which could cause it to seize up. The consultant was not present during the surgery, however, it was reported to him that the procedure was completed without further incident and no adverse effect to the patient was noted.

Manufacturer narrative:
Device used for treatment and not diagnosis. The cable tensioner is missing the slotted nose piece. This device will not operate without the slotted nose piece. It works normally once the slotted nose piece is installed. The design risk assessment is adequate for the intended use.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
The device was used for treatment, not diagnosis. A device history record review was conducted. The product conformed to all requirements and met all specifications at the time of shipment. A manufacturing evaluation was conducted. The complaint product was returned without a nose piece. The returned product did not meet the inspection criteria as the nose piece was missing. The supplier replaced the nose piece and all testing passed. However, without the actual piece no determination of root cause can be made.